Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low minute volume, risk of rebreathing co2 error" alarm. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the maintenance staff found that the ventilator¿s flow sensor/flow board had failed; after replacing the flow board, the error disappeared and the ventilator returned to normal operation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.